Event description:
Customer reportedly obtained results of 400 mg/dl and 104 mg/dl on the compact system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.